Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem could not be determined.

Event description:
It was initially reported that the device failed to power on while trying to obtain a patient's blood pressure reading. It was subsequently clarified that the device was being used to monitor a (B)(6) male patient. The crew arrived to find the patient sitting in a chair and half-way through dialysis treatment. The nurses on staff removed the port access. The patient stated they were experiencing a sharp pain in their chest radiating to their left arm. The pain was a 6 on a scale of 10. The patient was given nitro by the dialysis center staff at 9:13 and 9:19 without any change in pain. Lead ii showed a sinus rhythm. Upon attempting to obtain a 12-lead ECG reading, the device stopped working. The power stayed on and the batteries were full. Lead ii, spo2 and nibp would not function. The patient's vitals were obtained from machines at the dialysis center. The patient was loaded onto a cot and placed in an ambulance. Transport was started to the hospital and further attempts were made to use the device; however the failure persisted. The patient was successfully transferred to the emergency room staff. There was no report of compromise to patient care or an adverse event associated with the reported issue. After the event, the device powered on properly.